Event description:
It was reported by consumer when he lets up on the throttle, the l-4b scooter stops very short and jerks him. The consumer was unable to get down to look for the serial number on the scooter. No further information was provided.